Event description:
The customer observed (B)(6) alinity I total hcg results for a (B)(6) patient. The following data was provided: (B)(6). The (B)(6)2022 sample was sent to another laboratory and generated (B)(6) with roche. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-20 has a similar product distributed in the us, list number 7p51-21/-31.

Manufacturer narrative:
The complaint investigation for false positive alinity I total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the list number and the complaint issue. The overall performance of alinity I total b-hcg was reviewed using field data from customers worldwide. Median values of the negative population for all reagent lots within dating were comparable and within the established limits. No unusual performance was identified. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I total b-hcg reagent for unknown lot was identified.